Manufacturer narrative:
Additional concomitant medical products: metasul ldh, head, 44, code j, taper 18/20,catalog no# 0100181440, lot no# 2384165; metasul ldh, head adapter, s, -4, taper 12/14-18/20, catalog no# 0100185145, lot no# 2374854; femoral stem 12/14 neck taper, catalog no# 65771100700, lot no# 60389997. The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4)

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, fluid collection and pseudotumor.